Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported after wearing the pod for between 4 and 24 hours, the patient felt pain, soreness and noted puss at the infusion site. The pod was removed on (B)(6) 2020 and was admitted to the hospital on (B)(6) 2020 in order to treat the infection. The doctor drained the infected site and the patient was placed on an intravenous therapy for four days and was prescribed antibiotics in pill form for three weeks. During those three weeks, the patient would return to the emergency room to wound care to have the infection site redressed in two or three day intervals.